Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply did not work. They turned the box on and performed a pre-test, with no activation. They noticed no green power light on the power supply and checked all connections with no power. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.